Event description:
The pt had pain in his back, he couldn't lie on his side and it was difficult to sleep. It was stated that "two electrodes were on his spine". The pt wanted the device removed as his physician informed him it "might be shorting out". Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).